Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic, dependent patient presented in clinic for routine follow-up. An episode of non-sustained ventricular tachycardia was recorded; myopotential oversensing was suspected. Programming changes were discussed. No further information was reported.